Manufacturer narrative:
Analysis of the returned device identified: an opening linear on radius and creases fold leak test and microscopic analysis was performed which identified: opening crease smooth on radius, observed void >1 mm in non-textured, valve-to shell-bond area and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening and creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported right side "creases". Device has been explanted.

Event description:
Healthcare professional additionally reported right side "creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.